Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd luer-lok¿ disposable syringe there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: one opened package with 1ml ll syringe was received. The package was from batch #8184706 (p/n 309628). The sample was visually evaluated. The syringe had signs of manipulation with a blue top cap attached and liquid residue inside and was evaluated through the bag. The barrel was observed to have burnt plastic covering a large area of the barrel near the flange. The barrel was confirmed to be from mold l-78 cavity 20. Potential root cause for the embedded foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported with the use of the bd luer-lok¿ disposable syringe there was an issue with foreign matter. There was no report of injury or medical intervention.